Event description:
It was reported that a malfunction alarm occurred. Reportedly, the customer had dropped the pump on the floor. The customer reverted to manual injections for insulin therapy. There was no reported adverse impact to the customer's blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per tandem's user guide: if you drop your t: slim x2 pump or it has been hit against something hard, ensure that it is still working properly.